Event description:
The customer alleged that she performed a control test and relieved a result of 334 mg/dl. She stated the normal control range was 99-121 mg/dl, but it was probably closer to 99-136 mg/dl. No adverse events were alleged. The customer did not have her test strips or control solution with her at the time of the call, so troubleshooting was not possible. No product will be returned at this time.